Event description:
A malfunction alarm was reported with the customer's pump, displaying a non-resettable error. There was no adverse impact to the customer's blood glucose level. Customer support arranged for a replacement pump to be sent to the customer. The customer had no backup insulin therapy available and was advised to contact their healthcare provider.